Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per case stud from international society of pediatric oncology: patient has a groshong 4.5 fr PICC line placed via right median cubital vein before chemotherapy. Position of the catheter was confirmed with chest radiograph. Patient received seven (7) via the PICC line. The PICC was in situ for 255 days. Radiotherapy was conducted at another hospital, it was found that the PICC line had occlusion. Line was removed.